Manufacturer narrative:
The device history record (DHR) for lot s14216 indicates that there were no defects found in (B)(4) visual samples and (B)(4) physical samples inspected from the lot. There were no samples returned for evaluation therefore the exact root cause could not be determined based on available information. A 6m root cause analysis was performed and analyzed several potential contributing factors. The analysis found no evidence of issues that would have cause the reported condition. Based on the available information there¿s insufficient evidence available to determine a most probable root cause for this investigation. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for contamination and foreign matter. The lot met all defined acceptance criteria and was released. A specific root cause could not be determined based on available information. There¿s no indication of a systemic issue with the process or product, so a CAPA is not necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 8/22/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states something like hair or plastic is in the needle while doing process for medication. A patient was involved but was not injured and did not require medical intervention.